Manufacturer narrative:
Retainer = black customer returned the insulin pump for an alleged unresponsive keypad, stuck button alarm, and battery failed alarm found on (B)(6) 2021. The insulin pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace/history files using thus. All buttons functioned properly, no stuck button alarm, or battery failed alarm noted during testing. A review of the history files shows four (4) stuck button alarms on (B)(6) 2021 [0825, 08:30, 08:47, and 08:50] and two failed battery test (battery failed) alarms on (B)(6) 2021 at 08:53 and 12:55. The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly , keypad flex tail, motor, and force sensor. The keypad connector on electrical board was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, missing serial number label, and pillowing keypad overlay. Unresponsive keypad, stuck button alarm, and battery failed alarm are not confirmed. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that the center and right button were not responding. Customer stated that the insulin pump had stuck button alarm. Customer stated that they was unsure that they had pressed buttons more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.